Event description:
It was reported by a patient that she has developed a lump at the right groin access site, which is a little sensitive. The lump developed one-week post-closing procedure. The patient explained that on (B)(6) 2015 she had a cardiac catheterization procedure performed. To date the patient has only applied a compress to the lump. The patient does have a nickel allergy. Although, the name of the physician who performed the catheterization procedure was provided, it is unknown if the physician has been trained in the use of the starclose se device. Additional or further information was not provided by the patient.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.